Event description:
It was reported that during an unknown procedure, the surgeon attempted to activate the device using the hand activation buttons. Only one side of the hand activation was working. A new device was opened and the same thing occurred. A third device was opened and the case was completed with no additional problems. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."